Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2007, due to loosening of the femoral component. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.